Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in an inappropriate shock. The patient was noted to have been working out at the time of the delivered therapy. This device remains in service and will continue to be monitored. No adverse patient effects were reported.